Event description:
Intracranial hemorrhage/petechial bleeding: patient was admitted on (B)(6) 2012, with complete left side paresthesias, hemisensory deficit neglect, and (B)(4) stroke scale score of 14. Angiography revealed right mca occlusion. Patient was screened, consented, and randomized into the separator 3d trial in the separator 3d (investigational) arm. Patient was revascularized to timi 3 and the procedural report states, "there were no apparent complications to the procedure identified at the time of the procedure". On (B)(6) 2013, reported an intracranial hemorrhage in the electronic data capture system which occurred on (B)(6) 2012. The intracranial hemorrhage was adjudicated to be of "uncertain" relation to both the penumbra system and the separator 3d. In a follow up email on (B)(6) 2013, the coordinator stated that the intracranial hemorrhage may have been caused by mechanical thrombectomy and it was determined to be of "uncertain" relationship because it cannot be determined in 100% certainty that it is unrelated.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded.